Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing and canister with multiple cartridges. Customer primed the tubing to address the issue. There was no adverse impact the customer¿s blood glucose.